Manufacturer narrative:
The cause of the ischemia was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to underlying clinical condition. Ischemia is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
A 77-year-old male in cardiogenic shock (scai stage e) and acute mi presented with sob and chf symptoms (ef <20%) and was scheduled for lhc. The patient coded and fell prior to the procedure, was intubated, taken to CT, and then to the cath lab, where he coded again. He underwent pci with stents to the lcx and lad, and an impella cp (B)(6), (B)(4) was inserted pre pci-via the right femoral artery. Vasopressor support increased from levo 1 mcg/kg/min pre lhc to 3 mcg/kg/min post procedure, along with phenylephrine 180 mcg/min and vasopressin 0.03 units/min. The rn later reported no pulses in bilateral extremities, and the patient was non-pulsatile on impella; no doppler evaluation was ordered, and the patient was dnr. The device was implanted on (B)(6) 2026 at 14:21 and explanted at 22:51 after withdrawal of care; the patient expired. Based on the available information, the patient¿s clinical deterioration, including worsening hemodynamic instability, high vasopressor requirements, non pulsatility, and suspected ischemia, occurred in the setting of profound cardiogenic shock and multiple cardiac arrests prior to and during treatment. The patient ultimately expired following withdrawal of care. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to underlying clinical condition. Ischemia is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).